Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer dropped the insulin pump and was unable to get the display to return. The customer was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.